Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was noted that the patient¿s trial started on (B)(6) 2019. It was reported that the patient had diarrhea and stated that it may be from the antibiotics they were taking. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.